Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to insufficient or inadequate reprocessing. The event can be detected and prevented by following the instructions for use (IFU) sections: IFU states the detection method in evis exera ii tjf type q180v operation manual chapter 3 preparation and inspection. IFU states the preventative measures in evis exera ii tjf type q180v reprocessing chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.

Event description:
The evis exera ii duodenovideoscope was returned as part of the asset return process with the customer concern of an abnormal shape of the forceps elevator. During routine inspection of the device by olympus, foreign material was found at the distal end. There was no procedural or patient involvement associated with this event. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation. During the device evaluation, the following was found: there was foreign material from previous procedures found in the distal end. The reported fault was likely a result of insufficient reprocessing. Additionally, due to deformation, forceps control lever did not move smoothly. The grip had a scratch. The suction cylinder had no color. Due to damage on the knob wire/forceps elevator wire fixing force of guide wire did not meet the standard value. Due to wear of angle wire, bending angle in the right direction did not meet the standard value. The distal end had residual liquid. Adhesive around the light guide (lg) lens had a crack. The universal cord had coating peeling. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.